Event description:
The customer alleges the lancet becomes loose and protrudes beyond the lancet device. No report of an adverse event. Controls were not ran. Return requested and replacement was sent.